Event description:
As reported per complaint email: "good afternoon. I am once again reporting more fabric leaks from (redacted) endografts. These were picked up on follow up scan today with the surgeon. The case was originally performed on (redacted). The endoleak is reported to have persisted from the limbs and zbis devices (zenith branch endovascular graft iliac bifurcation, distal dia 12 mm, common iliac segment len 61 mm, external iliac segment len 41 mm)." Further information provided stated: the physician attributed the cause to a fabric leak in the device. No pre-existing anatomical conditions (such as vessel calcification or tortuosity) were identified, and no difficulties were encountered during the original deployment. To treat the endoleak, a 16 mm graft was used to reline the affected area, and additional grafts were also implanted as adjunctive measures. No high blood pressure or graft obstruction was observed during the endoleak event. The implanted devices were not available for return. The patient continued to be monitored following the intervention, with no further adverse outcome noted at the time of reporting.